Event description:
The system displayed the message "system error" and stopped. The hansen medical artisan catheter was withdrawn without any problem and the procedure was completed manually without incident.

Manufacturer narrative:
The system displayed an error message during the procedure. The specific message displayed means that the system detected a potential hardware issue that would require a reboot to clear the message. The customer decided to not reboot the system and continued the case with a manual approach. No pt injury was reported and the system responded as designed when detecting a fault condition. Subsequent to the initial eval, add'l review determined that in this specific case, the error message was incorrectly activated and no actual hardware fault existed.